Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance with spikes, a high number of non-sustained ventricular tachycardia (vt) episodes showing noise, and a high sensing integrity counter (sic). A fracture was suspected. A new pace/sense lead was implanted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.